Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not working. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) was not working. It was indicated that there was no signal on the ventricular output connector. It was also indicated that the main printed circuit board (pcb) was damaged, and the main seal was stretched. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.